Event description:
Safety mechanism did not activate after infusion was completed. The clinician was unable to pull the wings up to engage the safety mechanism.

Manufacturer narrative:
The failed sample was received by vygon, and was forwarded to the component supplier for investigation. Since the results of the investigation are still pending, additional information will be sent in a follow-up MDR with 30 days of its conclusion.